Event description:
Abiomed impella circulatory assist device shut off without warning/precipitating event; dull beep could be heard but only if actually in room at bedside. No adverse patient event occurred. A biomed representative was contacted and removed device from service.